Event description:
A nurse at a hospital in another country, reported to our distributor that the connectors (ventilator ports) of an mr290v autofeed vented humidification chamber ("the chamber") became deformed whilst the chamber was in use. Following receipt of the complaint, fisher & paykel healthcare requested further info regarding the set-up of the chamber whereupon the hospital reported that the deformation was allegedly discovered prior to use rather than "during use". No patient consequence was reported.

Manufacturer narrative:
The chamber was visually inspected for deformity. Results: one of the chamber ports is deformed from what appears to be heat softening of the plastic. The base of the port has sunk slightly into the chamber causing the port to lean. There are horizontal scratches and small stress marks on both ports. Water is present in the water feed tube, indicating the device had been used. Conclusions: the deformation is not attributed to a molding defect as it would have been readily detected during production leak tests. As this complaint occurred in another country, when we have received similar complaints attributable to the set up with the humming v ventilator, also used by the hospital, this suggests that the deformation is a result of this set up as well. The ventilator uses a valve placed on the chamber port to create high frequency oscillations. If the valve is incorrectly left open it can cause temperatures inside the chamber to increase enough to cause softening of the plastic chamber dome.